Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod between 4 and 24 hours. It was also reported that the pod was alarming during operation.

Manufacturer narrative:
The pod generated an 0x9d hazard alarm indicating that a temp basal or extended bolus active when transitioning into closed loop. No timeouts or drive stalls were seen in the download data. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined. The exposed portion of the soft cannula was observed to be stretched out. Fluid was then observed to be diverted from the fluid path through a tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred.